Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed no delivery. Customer declined troubleshooting at time of reporting. Customer's blood glucose level was 129 mg/dl at time of reporting. Nothing further reported.